Manufacturer narrative:
(B)(6). Reporter: the customer's address is unknown: (B)(6), USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination along the fluid path. The following information was provided by the initial reporter: material no. 301029, batch no. 8276532. It was reported there was foreign matter. Contamination found in (B)(4). Customer had to open a new pack.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination along the fluid path. The following information was provided by the initial reporter: material no. 301029 batch no. 8276532. It was reported there was foreign matter. Contamination found in bf301029 of slc30ecgmc. Customer had to open a new pack.